Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button anomaly and no delivery alarms. Customer stated that buttons had to be pressed multiple times for responding. Customer stated there were scratches on screen and insulin pump rejected new batteries. No harm requiring medical intervention was not observed. The insulin pump will not be returned for analysis.